Event description:
7f 45 cm destination guiding sheath was used for an atherectomy. When pulling the sheath from the right groin the sheath broke. Part of the sheath came out and other half remained in the patient. The procedure was converted to an open procedure which was tolerated well.